Manufacturer narrative:
Findings: insulin pump had blank display due to missing battery tube spring. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery was low. The battery was replaced but the insulin pump would not turn on. The screen is blank. The insulin pump was not bumped of dropped or exposed to moisture. The customer states the contacts on the battery cap are not missing or damaged. The customer states the battery compartment is corroded. The customer states the spring is corroded. The insulin pump will be replaced. The customer's blood sugar is 153 mg/dl.